Event description:
Patient presented back to the physician with continued jaw and ear pain, and reported pain at the chest incision site. Physician brought the patient into the or, and upon surgical exploration, observed two lumps around the ipg site. Physician explanted the entire inspire system and closed.

Event description:
Patient presented to the physician with jaw and ear pain when eating and swallowing since the implant procedure. Physician brought the patient into the or, removed the suture from the digastric tendon, re-sutured the stimulation lead, and closed.